Event description:
It was reported by a competitor that the patient is deceased. The patient's implantable cardioverter defibrillator, and two defibrillation leads:one implanted in the right ventricle (rv)/high superior vena cava and the second implanted in the rv apex were returned from a competitor indicating the cause of death was ventricular fibrillation.

Manufacturer narrative:
Additional information obtained from the physician's office showed the patient was in the office for a device system check approximately two months prior to death with complaints of fatigue and weight loss. Interrogation of the device system indicated "good" device function. A remote transmission approximately one month prior to death showed "normal" device function. Though the physician's office was aware of the patient's death, the cause of death and circumstances leading up to death were unknown. The cause of death was requested and will not be received. Concomitant product: d154vwc implantable cardioverter defibrillator (ICD), (B)(6) 2008. (B)(4).

Event description:
It was reported the patient is deceased. The patient's implantable cardioverter defibrillator (ICD), and two defibrillation leads:one implanted in the right ventricle (rv)/high superior vena cava (svc) and the second implanted in the rv apex were returned from a competitor indicating the cause of death was ventricular fibrillation (vf). Additional information obtained from the physician's office showed the patient was in the office for a device system check approximately two months prior to death with complaints of fatigue and weight loss. Interrogation of the device system indicated "good" device function. A remote transmission approximately one month prior to death showed "normal" device function. Though the physician's office was aware of the patient's death, the cause of death and circumstances leading up to death were unknown. The cause of death was requested and will not be received.

Manufacturer narrative:
Product event summary - the lead was returned, analyzed and analysis results revealed no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.